Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00233; 804-07-461, s303 - broke/cracked/damaged, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Instrument failure - when trialing the 46 glenoid, one of the peripheral pegs broke off.